Event description:
Before starting the hemodialysis, I was about to remove the heparin inside, the blue lumen fell off clamped the end of the catheter, no accident happened trialysis cvc replaced the next day.